Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. It was noted that the battery cap was damaged. Unrelated to the original complaint, the battery compartment was observed to be cracked in two places: near the top, and between the top and the bumper pad. Additionally, the bolus button was observed to be damaged but responsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.